Manufacturer narrative:
Additional information - section h6. The recipient's device was explanted reportedly due an infection at the magnet site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.